Event description:
This emdr is reported for an additional unknown number of market units. The end user used this wafer for many years and her wear-time had been five days. She reported that during the end of november 2021 to beginning of january 2022, consumer needed to replace wafer more frequently due to leakage and at one time she replaced three wafers in twenty-four hours. She did not feel it was a quality-related issue with the product. She thought the leakage occurred because she was doing a lot more bending and lifting. Because of the stool leakage, she developed two urinary tract infections (utis) during that time frame and treated with antibiotics prescribed by her urologist. Utis were now resolved. She followed up with her urologist every six months. She recently started using ostomy seal with product and reported wear-time four to five days with last two appliance changes. No photo is available at this time.